Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and salpingitis ("infected fallopian tube") in a 37-year-old female patient who had essure (batch no. B97494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 25 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced seroma ("post-operative seroma"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles") and arthralgia ("hip pain "). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and seroma had resolved and the salpingitis, dysmenorrhoea, urinary tract infection and arthralgia outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, pelvic pain, salpingitis, seroma and urinary tract infection to be related to essure. The reporter commented: essure insertion details: 3 coils remained after insertion on both sides. Blood loss was minimal. Patient was comfortable throughout the procedure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records provided. Information added/updated: reporter information, patient¿s date of birth, essure lot number, insertion details and removal method, events ¿urinary tract infection¿, ¿post-operative seroma¿, and ¿hip pain¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and salpingitis ("infected fallopian tube") in a 36-year-old female patient who had essure (batch no. B97494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"). On (B)(6) 2015, the patient experienced seroma ("post-operative seroma"). On an unknown date, the patient experienced arthralgia ("hip pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, seroma and arthralgia had resolved and the salpingitis, dysmenorrhoea and urinary tract infection outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, pelvic pain, salpingitis, seroma and urinary tract infection to be related to essure. The reporter commented: essure insertion details: 3 coils remained after insertion on both sides. Blood loss was minimal. Patient was comfortable throughout the procedure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: reporter middle name was updated. Event onset date updated. Event outcome of hip pain was updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and salpingitis ("infected fallopian tube") in a 37-year-old female patient who had essure (batch no. B97494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 25 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced seroma ("post-operative seroma"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles") and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and seroma had resolved and the salpingitis, dysmenorrhoea, urinary tract infection and arthralgia outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, pelvic pain, salpingitis, seroma and urinary tract infection to be related to essure. The reporter commented: essure insertion details: 3 coils remained after insertion on both sides. Blood loss was minimal. Patient was comfortable throughout the procedure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and salpingitis ("infected fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (patient underwent a device removal procedure performed.) And surgery (patient underwent a device removal procedure performed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and salpingitis to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.